Manufacturer narrative:
Additional information b5: it was reported that a spectrum pump failed volumetric flow testing. The device had been programmed to deliver at a rate of 200ml per hour and delivered 46.39ml. There was no patient involvement. No additional information is available. Additional information d11, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volumetric flow testing. There was no patient involvement. No additional information is available.